Manufacturer narrative:
The investigation is ongoing.

Event description:
As per pre-decontamination results, 2 two valve struts were bent in the outflow aspect. As reported by our (B)(6) affiliate, during a case with a 26mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach, valve alignment was unable to be performed in a straight section of the aorta. During an attempt of gross alignment, 'heavy' resistance was noted when moving the valve away from the pusher and bringing the pusher back onto the valve the valve was not moving and started to open on the site of the pusher. The device was removed pulling the valve back in front of the sheath but due to the valve being partially opened, the system and sheath were retrieved as a single unit. During withdrawal it was noted that the valve struts were bent. There was no patient injury during the event, no bleeding and the posterior CT was fine. A decision was made not to implant the valve. A transapical (ta) procedure is planned for another day. Of note, the patient's thoracic section of the aorta presented a kink.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect device evaluation. Correction to h6 (device code). The 26mm sapien 3 ultra valve was returned to edwards for evaluation. Visual inspection revealed the following: pre-expanded valve had one (1) strut was bent inward and one (1) strut bent outward at outflow, and multiple struts exposed through skirt at the inflow. During post-expanded valve visual inspection, one (1) strut was bent inward and one (1) strut ben outward, two (2) struts were exposed through skirt, which is normal after crimping, and the leaflets are dehydrated and wrinkled likely due to storage conditions (prolonged crimped state). There was no functional or dimensional testing performed due to the returned condition of the device (prolonged crimped state). No imaging was available. During manufacturing all inspections are conducted on 100% of the units. The valve is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for fame damage was confirmed based on the returned device evaluation. No potential manufacturing non-conformance were identified. Review of the DHR, lot history review, complaint history review, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials states: valve deployment - in a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. Warning, if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary. Engage the balloon lock. Utilize the fine adjustment wheel to position the thv between the valve alignment markers. Utilize the flex wheel to traverse the aortic arch and cross the native valve. Disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the native valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Thv retrieval back into sheath tip - thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. A review of IFU/training materials revealed no deficiencies. As reported, 'the patient's thoracic section of the aorta presented a kink. The valve alignment was not possible to perform in a straight section of the aorta' and 'when attempting the gross valve alignment, it was found a heavy resistance moving valve away from the pusher and bringing the pusher back onto the valve to continue. The valve was not moving at first and then started to open on the site of the pusher.' Additionally, as reported, 'the device was removed pulling the valve back in front of the sheath but due to the valve being partially opened, the system and sheath were retrieved as a single unit. During withdrawal was notice that the valve struts were bent.' It is likely that damage to the proximal struts was sustained at the time of gross alignment due to high alignment forces being used to overcome resistance (associated with patient's non-straight vasculature). As gouges were noted on flex tip of the returned delivery system (ds); this observation is further indicative of high valve alignment forces being encountered at the outflow-flex tip interface, resulting in deformed/bent struts (for ds evaluation. In this case, available information suggests that a combination of procedural factors (high alignment forces/excessive manipulation) and patient factors (tortuosity, non-straight aorta) may have contributed to the reported event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required.